Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the electrode array of this patient's device was only partially inserted into the cochlea, therefore, the surgeon explanted the device in 2006. The patient was implanted on the contralateral side.